Event description:
It was reported the insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test due to compromised force sensor system alarm.